Event description:
Reporter alleged obtaining a discrepant blood glucose result of 423 mg/dl compared to a result of 74 mg/dl when testing was performed at lunch about 4 to 5 days ago on the advantage sys. Reporter stated the comparative results were taken one test immediately after the other; however, no specific time between testing was provided. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement prod was sent.